Event description:
Procedure performed: tatme . Evaluation with [ dr] about new gpp+isb+hook. Everything went fine but during cleaning the tip of the hook, tiny part of insulation just ribbed off. I try to clean the hook as much I could and it is now in my car. Cleaning department did not want to clean it beacuse it is single use instrument and they did not want to keep it in their department. We decided to take it with us. Patient status: no patient injury or illness did occur associated with the complaint event type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the tip insulation had detached from the shaft. Based on the condition of the returned unit, the reported event was caused by a modification to the tip of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible product enhancements intended to further minimize the potential for this type of event to occur. Recall number: 2027111-12/06/18-001-r.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tatme. Evaluation with [ dr] about new gpp+isb+hook. Everything went fine but during cleaning the tip of the hook, tiny part of insulation just ribbed off. I try to clean the hook as much I could and it is now in my car. Cleaning department did not want to clean it "beacuse" it is single use instrument and they did not want to keep it in their department. We decided to take it with us. Patient status: no patient injury or illness did occur associated with the complaint event. Type of intervention: unknown.